Manufacturer narrative:
Upon follow-up, it was reported that the patient experienced bacterial peritonitis(initially reported as a peritoneal infection). At the time of this report, the patient has recovered from the event nine days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause and hospitalization were not reported. The patient was treated with vancomycin and ceftazidime for the event. At the time of this report, the patient outcome and action taken with pd therapy were unknown. No additional information is available.